Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site since one was not requested by the customer and there was no indication of a malfunction of the instrument. While there is no report of a serious injury or death associated with this incident, the lab technologist did sustain injury to her finger, was exposed to bio-hazardous material and did seek medical intervention in the campus emergency services department. The root cause of the event was that the lab technologist did not follow the appropriate product labeling instructions. The customer was advised to avoid moving parts on the instrument per bci labeling instructions and to power off the instrument before performing any cleaning procedure. Additionally, the customer was reminded that bci urges its customers to comply with all national health and safety standards, such as the use of barrier protection, which may include, but is not limited to, gloves, protective eyewear, and suitable attire when operating or maintaining automated laboratory analyzers. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 to 10/23/2010 for additional reportable events.

Event description:
The customer, a lab technologist, contacted beckman coulter, incorporated (bci) and reported that she had injured her finger on the coulter ac-t diff 2 analyzer (ac-t diff 2) instrument. While attempting to clean the apertures on the ac-t diff 2 instrument with bleach, the technologist had accidentally pushed the instrument's start button which caused the probe mechanism to move towards her left side and pierce her finger before she had enough time to move out of the way. The technologist was wearing a lab coat and glasses, but did not have on gloves. The technologist went to the emergency services department on the campus and later reported that her finger had healed, although no details were given regarding the type of treatment she had received.